Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device will not power on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an bottom enclosure screws appeared to be corroded due to liquid ingress. They observed dust-like contaminant appeared to be dried liquid spots with mineral deposits on the water tank lid, water tank seal, and water tank, on the top enclosure, center enclosure, and iso port and dust-like contaminant on the ui display bezel, inlet/outlet seal, blower box cap, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. They observed burn marks on the ui display bezel, ui ribbon cable and iso port due to thermal event on the pca, the pca was observed to have had thermal damage, and the pca board and pca screws have corrosion due to liquid ingress to the pca. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the top cover, bottom enclosure, and blower cap. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was able to confirm the complaint of the device not powering on.